Event description:
Device issue: shaft separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of a highly calcified, very tortuous rca, after pre-dilatations with a 2.5x15 non-abbott dilatation catheter, the promus would not cross the target lesion. A second pre-dilatation was completed using a 3.0x15 non-abbott and the promus stent failed to cross the lesion. A third pre-dilatation with a non-abbott balloon using a18 atmosphere was completed. The promus was advanced to the lesion, however, the proximal shaft broke. The device was removed from the anatomy without issue. A second promus was attempted with the same result of a proximal broken shaft. The procedure was completed using a 3.5 x 16 non-abbott stent. There was no reported pt sequela. No add'l info provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot # was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. The other promus mentioned in b5 and d11 is being reported under separate MFR #.